Manufacturer narrative:
(B)(4).

Event description:
It ws reported that the patient presented feeling lightheadedness. The pulse generator exhibited high capture. The device was explanted and replaced. The patient was in good condition post procedure.